Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A distributor performed an internal quality check on 3 demo nevertouch evlt fiber samples. During the quality check, the fiberlok detached from one of the fibers, allowing it to slide freely along the fiber shaft. Although this event did not occur in a medical setting, this event could have potentially occurred if the device had been sent out to a medical facility. The reported device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. However, the distributor did provide a video of the reported issue. Video is provided by customer showing a fiber sheath-lok luer fitting moving along the fiber. Information from distributor is the product in question is non-sterile demonstration only samples, e.g. Expired product. The condition of the fiber sample being used as demo device prior to the sheath-lok luer fitting bonding non-conformance cannot be confirmed. The customer's reported complaint description of sheath-lok luer fitting becoming loose (bond failure) was confirmed as the customer provided a video and photos, however, the product in question was expired demonstration only product that may have been handled previously. Although the complaint is confirmed, without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Handling damage to the non-sterile, expired, demonstration sample is potential root cause for this sheath-lok luer fitting bond failure. In regards to similar reported events, engineering review stated it is possible that when bonding the sheath-lok to the fiber, if an operator places too much force on a fiber once it is up against the stop, the fiber could bend away from the path of the plasma pen and thus adversely affect the resultant surface energy from the plasma treatment. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).